Manufacturer narrative:
B5: the lens was explanted and replaced with a longer lens on (B)(6) 2022. The problem was resolved. The cause of the event was unknown. B4 & g3: correction to initial medwatch aware date: (B)(6) 2021. Claim # (B)(4).

Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4). No similar complaint was reported for units within the same lot claim # (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.2mm vticm5_13.2 implantable collamer lens, -07.00/+1.0/102 (sphere/ cylinder/ axis) into the patients right eye (od) on (B)(6) 2020. Low vaulting and refractive change over time was reported. The lens remained implanted. Additional information has been requested but none has been forthcoming.